Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 18 mg/dl. Cause was unknown; however, the customer did not suspect the pump was the issue. At the time of the event, the customer's sister called the hospital to address bg. At the hospital, healthcare providers administered a glucose gel and intravenous fluids of saline to treat the low bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage.